Event description:
It was reported that when the rn moved the IV fluid, the upper section of the stretcher IV pole detached, causing the IV pole to fall and strike the patient. It was noted that a loose bolt allowed the IV pole at the top of the stretcher to snap off from the stretcher. It was reported that the patient had mild bleeding on their head from a very small superficial laceration which was site cleansed.